Manufacturer narrative:
(B)(4). The complaint could not be confirmed due to lack of sample, therefore, the root cause was undetermined.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.

Event description:
The customer contacted baxter's technical service center regarding the home patient (hp) and care giver (cg) question on patient line was not connected all the way, which occurred on the home choice (hc) during dwell 2. The cg stated it never come undone and she fixed it. The patient line is ok now. The baxter technical service representative explained and the hp could continue therapy and to call the registered nurse in the morning. There was no patient involvement and there was no patient injury or medical intervention was reported. Product surveillance contacted the caregiver (cg) on (B)(6) 2011 regarding the connection issue. The cg stated that the issue was resolved by starting over with new supplies. The cg stated that she found a small piece of fiber in the patient line which had obstructed the flow of the patient line. The cg verified that there were no defects on the supplies and only the particulate matter. Per the cg she brought the home patient (hp) to the clinic the next morning. The hp was given an antibiotic for preventative measures. The cg said the hp had not had any issues due to the fiber. The cg stated that the hp is doing fine and continuing therapy without issues. The cg stated that she had brought the patient line with the fiber in it to the clinic to show them. The cg said that the clinic had discarded the sample. The cg did not know the lot number. No allegations were made against any of the hp's dialysis products. No further information was provided.